Event description:
Add'l info received from MFR 3/21/03: summary and discussion of MDR incident: mortara treated this issue as customer feedback and has taken under advisement the customer's wishes that the wording for the interpretive text be changed. Mortara did not treat this as a reportable incident since it appeared that the device worked as intended and the physicians guide discusses the details behind this statement. The exact textual message is common in the industry, however training is essential. The hospital technician response may not have been as cautioned by mortara. The device remains in service. The interpretation program provides guidelines to the reviewer. Based on the printed statements, in case of arm lead reversed the technician should be trained to verify that the electrodes are placed in the right position. If the electrodes are in the correct positions and the statement is printed, the technician should notify the physician to review the ECG for possible dextrocardia. The discussions and dates shown below concern the reported incident. Prompt attention to all customer issues is embedded in co's feedback system. The manner is which this is documented is typical for how mortara responds to customer issues. Electronic records for calls and follow-up are retained indefinitely. No other occurrences. Discussed what is happening on the traces supplied, and why the electrocardiograph displayed the "arm leads reversed" interpretation. Reminded the customer that this info is located in the physicians guide to computerized ECG analysis, which they should have. Also stated that the interpretation is a guide for the physician and that the ECG should be over read. It was also stated that if they receive "arm leads reversed..." Interpretation, that the technician should first verify that the leads are in the correct position/orientation and they should not just arbitarily swap the limb if unnecessary. Hospital rep is going to pass this info on to the nursing staff. He understands what the interpretation issue is and is going to take the action to train the nursing staff.

Event description:
Error message "arm leads reversed" prompted EKG tech to swap ra and la leads when they were correct to start with. Error message should be "check for arm lead placement".